Event description:
The customer reported via phone call that the sensor was not sticking due to sweat. The customer also reported that another sensor's needle detached in the packaging. Blood glucose level at the time of the incident was 380 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.